Event description:
It was reported that a user of the ilet experienced hyperglycemia with blood glucose readings around the high 300 mg/dl to 400 mg/dl despite a recent infusion set change, and troubleshooting included additional site change guidance and meal announcement education. Customer care provided support that included troubleshooting, and user-guided infusion site replacement. Investigation of this case revealed that glucose values trended downward after infusion site change, but remained elevated after a meal, and no device malfunction was identified. No clinical symptoms reported during the event. Outcomes included no medical intervention and continued use of the device with remote follow-up. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributory factors possibly including infusion site effectiveness and timing of meal insulin announcements. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.